Manufacturer narrative:
(B)(4). Date sent: 6/29/2026. D4: batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished cdh31p, with lot number: a99n6c, and no non-conformance's were identified. Additional information was requested and the following was obtained: no further information contacted company representative who advised some troubleshooting options. Both of which were unsuccessful. This resulted in removing the stapler and utilising a new one. This then creates a potential 2nd hole in the bowel, however the surgeon was confident that the replacement stapler was successful and the area affected is in the tissue that is dissected and spent for histology, so no increase in possibility of anastomotic leak from this area. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that anterior resection, stapler failed to fire during anastomosis of bowel. No patient consequences were reported.